Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed and battery depletion was normal.

Event description:
The patient reported that the device was "defective" and that it "knocked me flat on my back". Follow-up with the physician's office determined that the device was explanted and replaced due to eri (elective replacement indicator), and no complications were noted due to device or leads. No further patient complications have been reported as a result of this event.